Event description:
A malfunction alarm was reported with malfunction code 16, and there were no notable events prior to this malfunction. The customer's blood glucose level did not exceed 500 mg/dl. To resolve the issue, technical support arranged to replace the pump. The customer was instructed to use a backup insulin pump and put the current pump into storage mode before returning it to tandem using a pre-paid label within 10 days. The customer confirmed understanding and compliance with these instructions.